Event description:
Resistance was felt when removing the guidewire. In the process of pulling the catheter back and removing the guidewire, the guidewire was not removed and "the coil of the guide wire was loosened" in the patient's left chest. It was reported "when inserted, the wire was twisted in a butterfly shape, and difficulty occurred when removing it". The patient was transferred to another hospital for surgical removal of the guidewire. The guidwire was removed and the patient was transferred back to the facility. The patient's condition is reported as "under follow-up".

Manufacturer narrative:
(B)(4). The customer returned five photos for analysis. One photo showed the lidstock. Three photos showed the unraveled guide wire while inside the patient. The final photo showed an x-ray of the unraveled guide wire while inside the patient. The customer also returned one cvc catheter, one arrow raulerson syringe (ars), one introducer needle, and one dilator for analysis. The defective guide wire portrayed in the customer photos was not returned. Signs of use in the form of biological material was observed on the catheter body. Visual analysis did not reveal any defects or anomalies on any other of the returned components. The catheter body length from the juncture hub to the distal tip measured 217mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.41mm which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. A lab inventory guide wire with a diameter of .032" was inserted through the catheter body. Little to no resistance was encountered. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire unraveled was confirmed through examination of the customer supplied photos; however, visual analysis could not be officially performed on the guide wire as it was not returned for analysis. The returned catheter met all relevant visual, dimensional, and functional requirements. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the circumstances of this complaint, the root cause cannot be determined without the actual guide wire returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Resistance was felt when removing the guidewire. In the process of pulling the catheter back and removing the guidewire, the guidewire was not removed and "the coil of the guide wire was loosened" in the patient's left chest. It was reported "when inserted, the wire was twisted in a butterfly shape, and difficulty occurred when removing it". The patient was transferred to another hospital for surgical removal of the guidewire. The guidwire was removed and the patient was transferred back to the facility. The patient's condition is reported as "under follow-up".

Manufacturer narrative:
Qn# (B)(4).